Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had fallen over and suffered a minor injury to the head. The patient then presented in the clinic for a follow-up, and there was a loss of capture noted on the right ventricular (rv) lead which likely resulted in the fall. The lead was capped and replaced and the patient was stable following the procedure.